Event description:
It was reported that the patient experienced a shocking sensation from a sparking charger cord while the device was in use (date not reported). Additional information has been requested but has not been made available as of the date of this report.